Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, after firing, the device cut the tissue but failed to anastomose. There was unanticipated tissue loss and or time was extended more than 30 minutes. The reported procedure date was invalid: (B)(6) 2016; despite numerous attempts unable to obtain follow-up information. It was unknown whether reinforcement material was used.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Manufacturer reference: (B)(4). The device was returned on 08/18/2016.